Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported when the pump was put in; they had a hard time getting the catheter into the spinal cord so the medicine could get in. It was noted there was a kink or something. It was noted sometimes the medicine was delivered really well and sometimes it was not being delivered at all. The patient had to go to the hospital one time because he was not getting any of the medicine delivered and was going through withdrawals. The patient indicated it was a horrible experience. The patient had it removed after a plastic surgeon was trying to put the pump in the wrong side. The patient noted they tried both times to get it in correctly, but it kept popping out (patient had scoliosis and noted this may have made it more difficult) and it was finally removed four or five years ago. No further information was provided. Further details regarding the implant difficulties encountered were requested but not available at the time of the report. If additional information is received, a follow-up report will be sent.